Event description:
It was reported that during the implant procedure, the pulse generator exhibited a telemetry radiofrequency anomaly during capture testing. The issue was resolved by rebooting the programmer. The device was implanted and no patient symptoms were reported.

Manufacturer narrative:
(B)(4).